Manufacturer narrative:
Analysis: as the device in question was not returned and none of the questions asked about the case answered a thorough investigation is difficult to conduct and cannot confirm the complaint. The complaint is that the y-connector suddenly disconnected from the catheter shaft. The inflation port of the advanta v12 is tested to ensure that the bond is strong and leak proof. All catheters, once the inflation manifold is attached are pressure tested at the product rated burst pressure of 12atm. This requires the manufacturing operator to attach the threaded manifold port on to a matching luer lock of the pressure test equipment. There are other steps in the process of manufacturing that also require the threading of the manifold to equipment. This is added verification that the manifold is securely in position and not leaking. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the lack of details provided with the complaint, and the results of the device history records review, atrium medical corporation cannot conclude that the device in question was faulty. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during balloon inflation, the y-valve was suddenly disconnected from the balloon catheter. There was effortless removal of the balloon catheter. The stent was deployed with another balloon. The patient was not harmed.